Event description:
The pt had a catheter revision in 2009 (see manufacturer report#: 2182207-2009-02716) and surgery to remove the device two months later(see manufacturer report#: 2182207-2009-02677). The pt said, he was nauseated from date of removal for 6 days, and he couldn't eat. On the fourth day, he had bloody fluid leaking from the incision site. He went to the ER, a csf leak was discovered. Upon further tests, the pt was told that the surgeon had left the original catheter and inserted a new one during the revision. On the six day, the system was removed and a "blood patch" was done to try and stop the csf leak. At the time of the report, the pt had a "huge" bulge in his back, the size of a racquet ball. Additional information has been requested, but was not available at the time of this report.